Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was confirmed due to the front therapy electrode having intermittent connections when the ECG ¿a&b¿ cables are agitated. The root cause for the intermittent connection was unable to be positively identified. There was no adverse event that resulted from the damaged belt.